Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported (B)(6) architect anti-hcv results on one patient. The results provided were: at a testing center of the hospital, the result was (B)(6) by an unknown method / on the architect initial = (B)(6) / retested = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false non-reactive results for one patient tested with the architect anti-hcv assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of a retained kit of lot 21586be00. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 21586be00 and the complaint issue. Inhouse testing determined that the sensitivity performance of lot 21586be00 is not negatively impacted. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hiv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of architect anti-hcv reagent, lot number 21586be00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.